Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Balloon leakage observed through a vertical slit/tear (parallel to catheter body). 0.011" in length, at the distal edge of the proximal bond. A CAPA is in process for slit in catheter body related to balloon inflation.